Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number and UDI unavailable at the time of filing. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the right thoracic probe was bent. There was no patient present when this issue was identified. There was no patient present when this issue was identified.